Event description:
Foreign distributor contacted dexcom technical support on (B)(6)2015 on foreign patient's behalf to claim no audio output on (B)(6) 2015. The foreign distributor claimed testing of the alert functionality prior to contacting dexcom technical support and reported tone alerts were not functional. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).